Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a report of scarring was submitted in error. Upon further review of the complaint, it was reported that the skin was 'badly damaged' at the sensor patch site. The patient was evaluated at a hospital, however, there was no documentation of medical intervention. This would not constitute a reportable adverse event. Please disregard the initial MDR for MFR number (B)(4) . No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported the skin was badly damaged at the sensor patch site on (B)(6) 2020. The patient was evaluated at the hospital; however, no specifics were provided concerning medical intervention. Additionally, it was reported that the skin reaction left a dark scar and mark after it has been healed. No additional patient or event information is available.